Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the sagittal saw attachment device had an undetermined malfunction. During service and evaluation, it was discovered that the sagittal saw attachment device mechanics were dirty, oily and corroded. It was also noted that the locking became loose during operation, the bearing seal was worn out and the head was worn out and corroded. It was also observed that the device failed the following pre-tests: check the quick coupling for saw blades, check the free movement, check the oscillation frequency and check the saw performance. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.